Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg explant procedure due to an unknown reason. No device malfunction suspected. The patient was doing well postoperatively and the explanted device was not returned. No further information could be obtained despite good faith efforts.